Event description:
It was reported that the fiber was not transmitting energy efficiently, and when the staff checked, they realized the fiber had broke near the connector and had been firing from the break point. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was not transmitting energy efficiently, and when the staff checked, they realized the fiber had broke near the connector and had been firing from the break point. The procedure was completed with another device. There were no patient complications.